Event description:
Information was received from a healthcare provider (hcp) regarding an implanted pump system. The pump was used to deliver unknown baclofen 2000mcg/ml at 120mcg/day. It was reported that there appeared to be an abscess and pain at the patient's pump implant site. The neurosurgeon planned to externalize the pump and then decrease the dose on (B)(6) 2023. The new concentration would be 500mcg/ml. The dose was being slowly titrated down. The hcp was guided through the theoretical bridge bolus and it was noted that the bridge bolus would take approximately eight days. It was reviewed that the bridge bolus could be stopped part way through to titrate the dose down no lower than 96mcg/day, but the hcp was concerned about that slowing down the titration. The patient's dose had been decreased down to 96mcg/day and had withdrawal symptoms, so they had to turn it back up to 120mcg/day. A system contents removal procedure was reviewed. The hcp planned to obtain a catheter access port (cap) kit and contact the neurosurgeon on a possible plan change.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.